Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that there were air bubbles in the reservoir that do not go away. Customer's blood glucose was 135 mg/dl at the time of incident. Customer indicated that they met with a trainer who assisted them with the air bubbles. The customer was advised to call back if a new pump does not resolve the issue.